Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to low vault and "suspensory ligament being very loose". Cause of the event is reported as patient's suspensory ligament being very loose. Reportedly, "the vault wasn't ideal after exchange surgery, the patient decided to remove the lens."